Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device remains implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ascerta firm ureteral stent was used for a ureteroscopy with stent placement procedure (event date not reported). According to the complainant, the stent was implanted, and "later on the patient was rushed to the e.r. For flank pain related to the stent." It is unknown if any intervention was done, or what measures were taken on account of the patient. There were no additional patient complications reported, and the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should any additional relevant details become available a supplemental report will be submitted.